Event description:
Target became informed that during the procedure a pushable coil perforated through the wall of the catheter. The pt was not affected by this occurrence.

Manufacturer narrative:
Description of device analysis: date of procecure: 12/16/1997. The fastracker-18 mx catheter was returned full of blood, wrapped around itself in a plastic bag. According to the info received on the returned device, resistance was experienced inside the catheter with the coil. However, no info was provided about the device used to push the coil through the catheter. During the investigation it was observed that there were several longitudinal scratches inside the distal shaft. The shaft had ballooned nd burst on a segment 0.9 cm long, 3.5cm proximal to the distal marker band. From bench testing it is known that the ballooning and burst of the catheter shaft relates to an infusion pressure in excess of the maximum recommended. Per labeling instructions: "warning do not exceed the infusion pressure indicated for each catheter model (table 3 below). Excessive pressures could dislodge a clot, perforate the vessel wall, rupture the catheter, or sever the tip." From table 3, the maximum infusion pressure for this catheter is 100 psi. The catheter's proximal marker band was missing, it appeared to have detched when the inner shaft was torn, with a very jagged fracture, most likely while attempting to dislodge the jammed coil. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without co's independent verification as to its accuracy, completeness, or causal relationship to the product.